Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first firing the clip was fine, the second clip spit out of the jaws into the patient. The clip was retrieved from the patient. The device was fired six more times in the air and no clips came down into the jaws. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process. (B)(4).